Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff, who had essure inserted and was advised that her left coil had migrated and could not be visualized on hysterosalpingogram. Plaintiff underwent surgery to remove her essure coils almost one year after insertion. The event, seen as device dislocation, is anticipated in the reference safety information for essure. In this particular case, the exact date and mechanism of dislocation is not known, however, given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil had migrated and could not be visualized on hysterosalpingogram') and perforation ('perforation') in an adult patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("migraine headaches"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was treated with surgery (surgery to remove her essure coils on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, perforation, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, migraine, fatigue, abnormal weight gain and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device dislocation, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and perforation to be related to essure. The reporter commented: plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Plaintiff never experienced this condition prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: left coil had migrated and could not be visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil had migrated and could not be visualized on hysterosalpingogram/the left essure coil was identified, ln the left posterior pelvic sidewall just adhered to the peritoneum') and fallopian tube perforation ('perforation/dislplaced essure coil that came from the left tube') in an adult patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("migraine headaches"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was treated with surgery (surgery to remove her essure coils on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, migraine, fatigue, abnormal weight gain and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device dislocation, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Plaintiff never experienced this condition prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: left coil had migrated and could not be visualized. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, fallopian tube perforation, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2021: mr received. Reporter information added. Perforation nos updated to fallopian tube perforation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil had migrated and could not be visualized on hysterosalpingogram') and perforation ('perforation') in an adult patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("migraine headaches"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was treated with surgery (surgery to remove her essure coils on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, perforation, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, migraine, fatigue, abnormal weight gain and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device dislocation, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and perforation to be related to essure. The reporter commented: plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Plaintiff never experienced this condition prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: left coil had migrated and could not be visualized. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. New event perforation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil had migrated and could not be visualized on hysterosalpingogram") in an adult patient who received essure. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced this condition prior to undergoing the essure procedure. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("migraine headaches"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was treated with surgery (surgery to remove her essure coils on (B)(6) 2014). At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, migraine, fatigue, abnormal weight gain and alopecia outcome was unknown. The reporter considered device dislocation, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, migraine, fatigue, abnormal weight gain and alopecia to be related to essure. The reporter commented: plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was left coil had migrated and could not be visualized. Company causality comment: this spontaneous case report refers to a female plaintiff, who had essure inserted and was advised that her left coil had migrated and could not be visualized on hysterosalpingogram. Plaintiff underwent surgery to remove her essure coils almost one year after insertion. The event, seen as device dislocation, is anticipated in the reference safety information for essure. In this particular case, the exact date and mechanism of dislocation is not known, however, given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.